Manufacturer narrative:
The root cause of the event was found to be consistent with a known interferent in the patient sample covered in product labeling. The investigation did not identify a product problem.

Manufacturer narrative:
The c501 analyzer serial number is (B)(6) . The 701 analyzer serial number was not provided. The customer stated that the patient received an iron isomaltoside injection on (B)(6) 2024. Per product labeling, "in patients treated with iron supplements or metal-binding drugs, the drug-bound iron may not properly react in the test, resulting in artificially low values." The investigation is ongoing.

Event description:
There was an allegation of questionable iron2 iron gen.2 results for 1 patient on a cobas 6000 c501 module. On (B)(6) 2024, the initial iron result was 22.67 umol/l. The sample was repeated on a maccura analyzer and the iron result was 95.4 umol/l. The sample was also repeated on a fujifilm analyzer and the iron result was 151.7 umol/l. On (B)(6) 2024, the initial iron result was 62.93 umol/l. The sample was repeated on a roche 701 analyzer and the iron result was 73.54 umol/l. The sample was then repeated on a maccura analyzer and the iron result was 231.5 umol/l. The sample was also repeated on a fujifilm analyzer and the iron result was 141.82 umol/l. On (B)(6) 2024, the initial iron result was 36.94 umol/l. The sample was repeated on a maccura analyzer and the result was 100 umol/l.